Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level 43 mg/dl. Reportedly, the customer was being physical active and was receiving basal delivery via the pump. Customer consumed juice and a snack to address low bg.